Event description:
During an in clinic follow-up, a sharp drop in battery voltage was observed on the device. Premature battery depletion was alleged to be the cause of the event. The device is anticipated to be explanted and replaced to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Reported event of premature battery depletion was not confirmed. The device was at end of life (eol) level upon receipt and battery voltage recovered during analysis due to device being without load after explant. Analysis of device image indicated device operated at high pacing output settings and the autocapture function was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found measured data out of range due to end of life (eol) battery level. Additionally, a longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.